Manufacturer narrative:
(B)(4). Covidien inspected the device and found no problem with the ventilator. No indication in the diagnostic log that the device stopped on ventilation. The device had a graphical user interface reset which would not affect the ventilation on the patient.

Event description:
Covidien received information stating that the pb908 was removed from the patient as the respiratory therapist (rt) believed the device stopped working. There was no patient harmed or injured as a result of the event. The patient was placed on an avea ventilator.

Manufacturer narrative:
(B)(4).